Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a week from date manufacturer was made aware.

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was not returned.